Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2016 with night glare in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of glare around headlights at night and that is more noticeable now. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.50 x -.75 x 160. Left eye pre-op 20/20 -3.25 x -.75 x 15. Bcva from (B)(6) 2015: right eye post-op 20/15 .00 x .00 x 90. Left eye post-op 20/15 .00 x .00 x 90. Bcva from (B)(6) 2016 20/20 in both eyes. It was reported on (B)(6) 2016 that patient started using alphagan p at dusk and is helping. Patient is ok with continuing use of drop to help with the glare.